Event description:
A caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l) following the issue, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur.